Event description:
During a diagnostic procedure in the femoral artery, the physician noticed that there was a leakage in the middle portion of the catheter shaft when contrast was injected. The age and gender of the pt is unk. The vessel was calcified but not tortuous. The product was properly inspected and prepped and no anomalies were seen prior to use. There was no difficulty accessing the lesion with a guidewire. The physician had no difficulty advancing the catheter over the guidewire. The injection rate of the contrast is unk. There is no info as to how the procedure was completed. There was no injury to the pt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.